Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed the approximately 3cm of pebax was missing from the tip exposing the core wire. The evaluator noted deep abrasions on the 2cm of remaining pebax. An analysis of the corewire concluded that that adhesive was appropriately adhered to wire surface indicating that the tip was attached correctly. The detachment of pebax tip referenced in complaint details was identified. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on november 24, 2005, that a jagwire was used during a procedure performed in 2005 (patient age, gender and weight are unknown). According to the complainant, a stent was previously deployed at patient common bile duct. During this procedure a stent would be deployed on other lesion. While inserting the guidewire into the common bile duct, the pebax tip detached at the location of the previously deployed stent. The core wire was exposed because of this detachment. The pebax tip was not removed. Procedure successfully completed with "another unit" (product and manufacturer unknown). The patient's condition at the conclusion of the procedure was reported to be "good."